Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal / pelvic floor. It was reported that the patient was hit by a car in the parking lot in (B)(6) 2016. Four months later in (B)(6) 2016, the patient stated that her implantable neurostimulator (ins) "traveled in my body" / shifted and may be sitting on a nerve because when she would stand, she would experience pain and it felt like her back and legs were giving in. The back/leg issues have been happening over the last two weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.